Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge his scs system as recommended by manufacturers' guidelines. As a result, the ipg would no longer communicate with any external devices. Subsequently, the device was deemed inoperable. Reportedly, surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Follow-up identified surgery took place on (B)(6) 2017 wherein the ipg was explanted and replaced with a different model which resolved the issue.